Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative reporting that the cause was unknown. Additional actions will be taken but has not happened because of covid pandemic.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that there was no stimulation. Since (B)(6) 2020 the patient couldnt feel any stimulation, although the stim was on. Impedance has been measured and it seemed to be good but some measured between 4080-6354 ohms. The stimulator battery was okay too. The loss of stimulation occurred in normal use. The action taken to resolve was various stimulation settings but no effect. No surgical intervention occurred. The patient was alive with no injury. Additional information was reported that it was unknown if anything particular happened to the patient in (B)(6) 2020. The patient felt occasional burning sensations around the ins, there was no sign of inflammation. It was noted that the burning sensation around the ins was not related to turning the pacing on.